Event description:
A journal article was reviewed which contained information regarding this external pulse generator(epg). The patient presented for an elective heart surgery. During the operation, the patient was connected to the epg. Post-surgery, the patient was transferred to the intensive care unit (ICU), where r-on-t pacing ensued and the patient developed ventricular tachycardia (vt). After three defibrillation attempts and medication was given, the patient regained a stable rhythm. The patient made a full recovery. The status of the epg is unknown. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "r-on-t and cardiac arrest from dual-chamber pacing without an atrial lead." Heart rhythm society. (B)(4) 2012, 9, (6), p970-973. Correction: further review prompted a change in the device analysis results.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "r-on-t and cardiac arrest from dual-chamber pacing without an atrial lead." Heart rhythm society. June 2012, 9, (6), p970-973.